Event description:
A customer reported a malfunction with their insulin pump, displaying malfunction code 16. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent, while the customer utilized a backup insulin pump.